Manufacturer narrative:
(B)(4). Based on the available information, this event is deemed to be a reportable malfunction. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
The end user reported recent history of off-centered starter hole occurring for multiple wafers from multiple market unit (mu), total quantity was unknown. She reported that she had to use some of these wafers and it has affected her wear time as a result. She was able to wear appliances for 3 days but these that are off center she has had to change after 1.5 to 2 days. No photo is available at this time.